Event description:
Caller reported that the t: slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to try plugging the wall adapter into a functioning outlet for at least 30 minutes, but the pump did not begin charging. Attempts using different wall adapters and charging cables also failed. As a result, technical support arranged for a replacement pump to be sent. Customer will continue to use current pump till new pump is received.